Manufacturer narrative:
(B)(4).

Event description:
It was reported "the customer reported that the catheter bent." The device was replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".